Event description:
During laparoscopic procedure, liver retractor passed through 5 mm port into peritoneal cavity. When opening of retractor attempted, cable inside retractor snapped, rendering the retractor useless. No pieces or parts fell from the instrument into the pt.